Event description:
Patient reported there is a bigger space between the upper two teeth and the left tooth is leaning in. Tipping on #9, advised patient a seven day rest period.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.